Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen, clonidine and dilaudid via an implantable pump. The indication for use was intractable spasticity and multiple sclerosis. On (B)(6) 2019 it was reported the patient head the critical alarm twice on (B)(6) 2019. It was noted the alarm went off two time, 10 minutes apart and they have not heard anything since. The patient called their healthcare provider but have not heard back. It was noted the sound was consistent with sm alarms. The patient requested physician listings as they were on vacation 13 hours away from their healthcare provider. No further complications were reported regarding event. Additional information was received on 21-oct-2019 from the consumer via the company representative that reported a critical alarm occurred. The patient was experiencing baclofen withdrawal symptoms. There were no known environmental, external or patient factors that may have led or contributed to the issue. The patient was scheduled for emergency pump replacement on (B)(6) 2019. The actions and interventions taken to resolve the issue was the patient went to ER (emergency room) due to withdrawal. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, with injury; patient was experiencing withdrawal. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the critical alarm was due to a motor stall. The patient's pertinent medical history was multiple sclerosis and chronic pain syndrome. The pump will not be returned because it was sent to pathology and would not be resolved. The patient's weight was (B)(6)lbs.